Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) visited the customer to address the reported event. During the evaluation, fse checked for leaks and found the waste tubing pinched. The pinched waste tubing did not allow the waste tubing to drain causing the waste well to back up and overflow into dilution and flood the instrument. Fse adjusted the waste tubing to allow it to flow properly. The g8 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 07-apr-2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported event was due to the pinched waste tubing.

Event description:
A customer reported getting low total areas on whole blood samples with the g8 instrument. The customer reported that the controls are in range but when the whole blood is run, low areas occur. The customer was able to dilute the samples and get a result. Technical support specialists (tss) had the customer replace the sample needle but the low total areas persisted on whole blood samples. The customer also noted that there was fluid on the left side of the analyzer. The waste was not full nor was the waste line kinked. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.